Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2022 the customer reported device not found alerts while pairing the device to a blood glucose meter. Inserted a test p-cap into the retainer ring, and it locked in place properly. The device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The device connected successfully an accu-chek guide link bg meter displaying ¿pairing successful¿ after doing so. No unexpected communication errors or anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 780=lost sensor 1 occurred (B)(6) 2022 22:25:00; 781=lost sensor 2 occurred (B)(6) 2022 22:45:00. The adapt tool also lists the following device errors which could potentially trigger a critical pump error: pump error occurred (B)(6) 2022 20:54:08. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, the customer¿s report of device not found alerts was not confirmed. The pump error , however, is due to a problem isolated to the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had problems with connecting it with meter. Customer stated that they had lot of problems with pairing devices, all the time it was losing sensor with two to three days of use and was getting unable to pair device alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.